Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000041441.

Event description:
It was reported patient's lead had high impedances preventing patient from setting the ipg into MRI mode. Investigation was unable to identify which led attributed to the issue. To address the issue, patient underwent surgical intervention wherein the system was explanted.